Manufacturer narrative:
Section d4: corrected primary unique device identifier number

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-oct-2021 to 25- oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the med orders were delayed getting to the cabinet due to queue of hl7 messages in the extensible markup language outbound folder. A technical support specialist created a new hl7 processed folder and copied the xml files over to the local machine to move them over in smaller batches to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medbank system did not display an order in a patient's profile leading to a delay in dispensing pain medication. The patient was described as having undergone an open reduction and internal fixation for their right femur. The patient was admitted into the skilled nursing facility for rehabilitation following the procedure. The patient reported feeling some pain in the surgical site at first, until it reached an intolerable level that ultimately caused the patient to leave via emergency medical services. The patient did not return to the skilled nursing facility once they were stabilized so the patient's outcome was unknown to the customer. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medbank system did not display an order in a patient's profile leading to a delay in dispensing pain medication. The patient was described as having undergone an open reduction and internal fixation for their right femur. The patient was admitted into the skilled nursing facility for rehabilitation following the procedure. The patient reported feeling some pain in the surgical site at first, until it reached an intolerable level that ultimately caused the patient to leave via emergency medical services. The patient did not return to the skilled nursing facility once they were stabilized so the patient's outcome was unknown to the customer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the there was a queue of hl7 messages in the xml outbound folder, that caused a delay in messages getting processed. A technical support specialist copied the xml files in smaller batches to avoid creating a transfer queue. To prevent this behavior from repeating the threshold for logs and hl7 messages was lowered. The system functioned as intended.